Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device made strange noises and then it stopped. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.